Manufacturer narrative:
Batch review performed on 22 january 2019. Lot 176152: (B)(4) items manufactured and released on 21 december 2017. Expiration date: 2022-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 20 days after primary, complaining of their incision draining. The surgeon performed a washout and poly swap and the surgery was completed successfully.